Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 catalog # removed and d4 primary UDI # justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation for evaluation. Review of the device log shows evidence of poor coupling between the patient and the electrodes being used. The log review showed the same lot number of pads was connected at each power cycle on the event date which means either the pads were not changed out during the event, or the same lot was utilized. We cannot confirm which is the case. The pads used during the patient event were not available for evaluation. The device passed all functional testing without duplicating the report. The device was recertified and returned to the customer. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 35-year-old female patient, the device was unable to recognize the attatched electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.